Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The iegm strip you provided has been analysed and the oversensing issue mentioned in the complaint description can be confirmed. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 18 months, oversensing was reported. Biotronik has no further information with regard to the explantation of the lead. Should we receive more details, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.